Event description:
It was reported that on an unknown date in 2025 in (B)(6), the patient received two mitraclips to treat mitral regurgitation. The patient was hospitalized for intervention on (B)(6) 2025 due to decompensated heart failure resulting from recurrent mr grade 4+ and mitral pressure gradient 7mmhg. Both clips were in place but the lateral clip showed movement and tilt. A mitraclip xt was successfully placed lateral of the two pre-exisiting clips, reducing mr to grade 2-3 and pressure gradient to 6mmhg. An additional mitraclip nt was attempted to be placed medial of the pre-existing clips - grasp was successful and reduced mr significantly, but gradient increased to 14mmhg. It was decided to remove this clip. Gradient went back down to 6mmhg. There were no issues with the nt clip. After the successful mitral intervention, it was decided to treat the iatrogenic atrial septal defect still remaining from the original mitraclip procedure. A 9mm amplatzer atrial septal defect (asd) occluder with a 10f trevisio delivery sheath was attempted to be implanted. During deployment the occluder deformed into a cobra shape. The occluder was removed, and the deformation still remained outside the patient. Physician manipulated the occluder and it returned to normal shape. The same occluder was then implanted successfully without any deformation. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2025, the patient received two mitraclips to treat mitral regurgitation. The patient was hospitalized for intervention on (B)(6) 2025 due to decompensated heart failure resulting from recurrent mr grade 4+ and mitral pressure gradient 7mmhg. Both clips were in place but the lateral clip showed movement and tilt. A mitraclip xt was successfully placed lateral of the two pre-exisiting clips, reducing mr to grade 2-3 and pressure gradient to 6mmhg. An additional mitraclip nt was attempted to be placed medial of the pre-existing clips - grasp was successful and reduced mr significantly, but gradient increased to 14mmhg. It was decided to remove this clip. Gradient went back down to 6mmhg. There were no issues with the nt clip. After the successful mitral intervention, it was decided to treat the iatrogenic atrial septal defect still remaining from the original mitraclip procedure. A 9mm amplatzer atrial septal defect (asd) occluder with a 10f trevisio delivery sheath was attempted to be implanted. During deployment the occluder deformed into a cobra shape. The occluder was removed, and the deformation still remained outside the patient. Physician manipulated the occluder and it returned to normal shape. The same occluder was then implanted successfully without any deformation. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
An event of device deformity and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. The reported improper or incorrect procedure or method is related to the device being implanted after the device did not conform to its original configuration and was already recaptured and redeployed with the deformation persisting. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.